Manufacturer narrative:
No button error alarms noted during testing. However, the pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and the customer was unable to clear the alarm. The customer did not recall the blood glucose reading. The customer stated that the insulin pump may have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.